Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged a 1-3mm inaccuracy. Tracer was used for registration; inaccuracy was noted with all instrumentation in the tracking volume. There was a metal mayo stand above the patient's head during the entire procedure, which the surgeon was unwilling to move. For registration, the emitter was placed at the 1 o'clock position in relation to the patient. The surgeon opted to continue the use of the navigation system to complete the procedure. The surgeon would not disclose which direction the inaccuracy was. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Findings are that, as reported, the metal may stand above the patient head, was a use error. Software functioned as designed.